Event description:
It was reported that after da vinci assisted surgical procedure the maryland bipolar forceps (mbf) conductor wire was found to be broken. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stripped /damaged black wire insulation was found during the inspection after the procedure. There was no patient injury or procedure delay. There was no loss of cautery associated with the damaged conductor wire. There was no sign of thermal damage or arcing at site of insulation damage. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps associated with this complaint and completed investigations. The part was returned with a reported complaint that does not affect functionality. No damage was found and no product issue was identified. The instrument was placed and passed energy delivery, recognition, and engagement. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. During the error logs review, there were not errors found. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.